Event description:
A distributor in israel reported that a pt301 airvo 3 humidifier (airvo 3) generated a visual alarm. The nature of the visual alarm suggests there may be a potential issue with the subject device's audible alarm. During device evaluation at the fisher & paykel healthcare (f&p) regional office in the germany, it was found that there was no audible alarm.there was no reported patient involvement.

Manufacturer narrative:
(B)(4).d4, g4: pt301ec is not sold in the USA but is similar to the pt301us which is sold in the USA. The 510k of the pt301us is: k221338, product code: qavfisher & paykel healthcare (f&p) is currently in the process of completing f&p's investigation. F&p will provide a follow up report upon completion of f&p's investigation.product background: the airvo 3 is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. This includes patients who have had upper airways bypassed. The flow may be from 2 - 70 l/min depending on the patient interface. The airvo 3 is for patients in hospitals and subacute facilities. The airvo 3 is not intended for life support.the airvo 3 can deliver these high flow gases through nasal cannula to augment the breathing of spontaneously breathing neonate, infant, child, adolescent and adult patients suffering from respiratory distress and/or hypoxemia in the hospital setting. The airvo 3 is not intended to provide total ventilatory requirements of the patient and is not for use during field transport.